Event description:
Intraocular lens that is preloaded inside a insertion device through the ocular incision was noted to be damaged after deployment. Physician inserted the device and deployed the lens from the bag, however it was found to be a partially amputated. Defective lens complex could not be removed from the capsular bag. Patient underwent a second surgery to remove the defective lens and insert a new lens several days later.